Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) due to oversensing of noise. It was also noted that the right ventricular (rv) lead exhibited decreased impedance measurements of 204 ohms and the shock impedance measurements were within range. Commanded shock testing was performed which confirmed the within range shock impedances. Subsequently the rate sense portion of the lead was surgically abandoned due to an insulation breach and a new pace sense lead was implanted. The shocking portion of the rv lead remains in service. The patient presented to the clinic almost four years later with high out of range shock impedance measurements in all configurations. A fracture in the clavicle region was confirmed and thought to be the cause of both the high out of range shock impedance measurements along with a contributing factor to the previous low pacing impedance measurements. Subsequently the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection found that the terminal segment was severed at 12.5 cm from is-1 terminal pin. The rest of lead segment was extremely stretched and torn-apart. Calcification was noted on the distal and proximal shocking coils. Further visual inspection revealed that the trilumen insulation was damaged most likely due to clavicle first rib entrapment. No conductor fractures found.

Event description:
--